Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1424103) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the stick was borderline high. It should be noted that the instructions for use (IFU) warnings indicates the following: "do not use the mynxgrip vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site." In addition, it was reported that the device was deployed in a vessel < 5 mm. Per the mynxgrip IFU "the safety and effectiveness of mynxgrip have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (<5 mm in diameter). UDI number: (B)(4).

Event description:
The following information was reported: the patient's groin was closed post cerebral coiling. The groin was accessed and hemostasis was achieved. The patient's vessel was less than 5 mm in size. Later that evening, the patient presented with a retroperitoneal bleed. The stick location was noted as borderline high after looking at the post op films. The patient received fresh frozen plasma (ffp) and platelet transfusion. The patient was monitored. The patient was hyper responsive to heparin then reversed. 45 minutes of pressure was applied. It was noted that the patient's hospitalization was not totally mynx related. The patient was discharged and re-admitted for abdominal pain. The patient was being monitored.